Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they had a problem calibrating rubella igg on the axsym analyzer. The abbott customer technical advocate had the customer decontaminated the lines, check the dispensers 1 and 3, check the probes, and check the meia optics. No impact to patient management was reported.